Event description:
Pt seen for routine ICD follow-up. Charge time noted to be 21.08 seconds. Manual capacitor formation was done. Charge time still prolonged. ICD reprogrammed to zero auto capacitor formation. Pt seen again on 2/11/99. Charge time still prolonged. Decision made to explant device scheduled. Device explanted on 2/26/99.